Manufacturer narrative:
A review of the complaint revealed that on day 7, the patient¿s device indicated connectivity issues by rapidly flashing an orange light from the square and triangle on the gateway device. The patient contacted customer care to report the issue. Troubleshooting was conducted and the patient continued to wear the device which continued to record data. The zio at device was returned to irhythm, and the clinical data was downloaded. Upon review of the device, clinical data found that the patient wore the zio at device for the full 14-day prescribed wear period. While preparing the final report, irhythm became aware of an arrhythmia that did not transmit on day 12 and notified the healthcare provider on day 22. The investigation concluded that the gateway recorded an unrecoverable error and stopped transmitting data. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not transmitted during the wear period. The investigation revealed that the gateway recorded an unrecoverable error and stopped transmitting data. The healthcare provider (hcp) was notified of the patient's arrhythmia once the final report was delivered. There were no delays in treatment, and no adverse events, such as death or serious injury, are known to have occurred.